Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received a blank display after changing their battery. Customer stated they did not drop, bump, or expose their insulin pump to moisture. The customer reported the battery compartment was corroded on the insulin pump. The customer also reported a burnt smell coming from the insulin pump. Customer's blood glucose was 99 mg/dl. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump powered up properly and no blank display noted. Pump received with normal operating currents. No damage was found on the lcd isolation tape noted. The electronic assembly, motor, battery tube and vibrator motor were inspected no noticeable odor of burnt components and no visual signs of any burnt components noted. The insulin pump was received with corroded battery tube, cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window and scratched reservoir tube window.